Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and battery out limit alarm. The customer was able to clear the alarm and rewind the insulin pump. They reported that the alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The device will be returned for analysis.